Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to clean the speaker holes and manage the cartridge connection, allowing them to resume insulin administration after following these steps. The pump resumed normal operation, and the customer received tips for preventing future altitude alarms.